Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump took time to turn on. The customer's mother stated that the blood glucose was rising due to insulin pump will not turn on. The insulin pump will not be returned for analysis.